Manufacturer narrative:
Date rec'd by MFR: 13jun2019. This complaint is associated with an fco. This complaint is being closed per qst3-3134 rev. Av. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:13jun2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported nav-ring failure. There was no patient involvement.